Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, one test after the other, using different finger sticks and strips. The results were 183 and 260 mg/dl. He did not have any symptoms. It was indicated on the report that there was uncertainty regarding the test strip being inserted correctly during his testing. Control testing was not done due to lack of supplies. On follow-up, the lifescan representative reviewed qc procedures and discussed meter/lab testing.